Event description:
It was reported that this patient underwent a procedure in which this device was being moved from the left pectoral to their left abdominal area. Right atrial (ra) lead noise was observed when a pin was placed into the ra port of this device. This device was disconnected and reconnected and a new adapter was tried. It was noted the right ventricular (rv) lead was working appropriately with the same adapter. A different adapter was then tried in which ra pace impedance measurements were observed to be greater than 3,000 ohms in bipolar. Pacing and sensing were normal and ra pacing thresholds were within normal range. Unipolar pacing was programmed. The new device was implant successfully and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to complaint summary from: it was reported that this patient underwent a procedure in which this device was moved from the left pectoral to their left abdominal area. Right atrial (ra) lead noise was observed when a pin was placed into the ra port of this device. This device was disconnected and reconnected and a new adapter was tried. It was noted the right ventricular (rv) lead was working appropriately with the same adapter. A different adapter was then tried in which ra pace impedance measurements were observed to be greater than 3,000 ohms in bipolar. Pacing and sensing were normal and ra pacing thresholds were within normal range. Unipolar pacing was programmed. This device remains in service. No adverse patient effects were reported. To: it was reported that this patient underwent a procedure in which this device was being moved from the left pectoral to their left abdominal area. Right atrial (ra) lead noise was observed when a pin was placed into the ra port of this device. This device was disconnected and reconnected and a new adapter was tried. It was noted the right ventricular (rv) lead was working appropriately with the same adapter. A different adapter was then tried in which ra pace impedance measurements were observed to be greater than 3,000 ohms in bipolar. Pacing and sensing were normal and ra pacing thresholds were within normal range. Unipolar pacing was programmed. The new device was implant successfully and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent a procedure in which this device was moved from the left pectoral to their left abdominal area. Right atrial (ra) lead noise was observed when a pin was placed into the ra port of this device. This device was disconnected and reconnected and a new adapter was tried. It was noted the right ventricular (rv) lead was working appropriately with the same adapter. A different adapter was then tried in which ra pace impedance measurements were observed to be greater than 3,000 ohms in bipolar. Pacing and sensing were normal and ra pacing thresholds were within normal range. Unipolar pacing was programmed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient underwent a procedure in which this device was being moved from the left pectoral to their left abdominal area. Right atrial (ra) lead noise was observed when a pin was placed into the ra port of this device. This device was disconnected and reconnected and a new adapter was tried. It was noted the right ventricular (rv) lead was working appropriately with the same adapter. A different adapter was then tried in which ra pace impedance measurements were observed to be greater than 3,000 ohms in bipolar. Pacing and sensing were normal and ra pacing thresholds were within normal range. Unipolar pacing was programmed. The new device was implant successfully and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to complaint summary from: it was reported that this patient underwent a procedure in which this device was moved from the left pectoral to their left abdominal area. Right atrial (ra) lead noise was observed when a pin was placed into the ra port of this device. This device was disconnected and reconnected and a new adapter was tried. It was noted the right ventricular (rv) lead was working appropriately with the same adapter. A different adapter was then tried in which ra pace impedance measurements were observed to be greater than 3,000 ohms in bipolar. Pacing and sensing were normal and ra pacing thresholds were within normal range. Unipolar pacing was programmed. This device remains in service. No adverse patient effects were reported. To: it was reported that this patient underwent a procedure in which this device was being moved from the left pectoral to their left abdominal area. Right atrial (ra) lead noise was observed when a pin was placed into the ra port of this device. This device was disconnected and reconnected and a new adapter was tried. It was noted the right ventricular (rv) lead was working appropriately with the same adapter. A different adapter was then tried in which ra pace impedance measurements were observed to be greater than 3,000 ohms in bipolar. Pacing and sensing were normal and ra pacing thresholds were within normal range. Unipolar pacing was programmed. The new device was implant successfully and remains in service. No adverse patient effects were reported.